Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Manufacturer narrative:
Subsequent information indicated that the device was explanted. The device has been returned for analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had their device checked and it was found to be in storage mode since (B)(6) 2009. Technical services (ts) discussed that no therapy is available, it was reported that the patient was at the hospital and a device change out was to occur in the near future. No adverse patient effects were reported. At this time, we are unable to determine whether this product met minimum longevity expectations.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.